Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent temperature alarms occurred after connecting the pump to charge. There was no impact to the customer's blood glucose level. Reportedly, the pump was not exposed to extreme temperatures. The customer continued to use the pump for insulin therapy.